Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has experienced serious bodily injuries including extreme pain, erosion of her bodily tissues, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The device remains implanted. The instructions for use which accompanies each device states "use of the mesh is contraindicated for pts experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field." In the precautions section, it states "the mesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed mesh should not be used. The mesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).